Event description:
Got essure (B)(6) 2011 after that always have stomach cramp after eating feels like knots, became allergic to wasps (I wasn't before) had to have an open abdomen appendix removal, became unexpectedly pregnant in (B)(6) 2016 lost the babies, a set of twins, (B)(6) 2016 had to go to the ER to find that the sudden miscarriage caused a horrible infection in my uterus. I was so sick I could barely walk. I have a very low sex drive, I don't want to have it. I believe I'm having a chemical in-balance causing depression and other problems but can't afford to go to the drs at this time. I got the essure because I had a set of twin boys (B)(6) 2011, and I had already had 2 other boys (B)(6).